Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted high superior vena cava (svc) coil impedance. The physician suspected the lead may have fractured. X-ray appeared to show a fracture right under the first rib clavicle intersection. The svc coil was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.